Manufacturer narrative:
As no concerned lot number has been announced no investigation could be performed. (B)(6) has provided the initial reporter and user with the safety data sheet for ECG electrodes as well as the composition of the gel. The adhesive of the concerned skintact ECG electrode model fswb00 is a medical grade polyacrylate. For more detailed information regarding the adhesive, we require the concerned lot number. We have requested for further information and have been informed that: "I previously advised that the customer was only after a data sheet which was provided to them so issue now closed." We therefore conisder the investigation and the report also closed.

Event description:
On (B)(6) 2025, we have been informed about an incident involving a skintact ECG electrode ref.: fswb00 (B)(6). The initial reporter informed (B)(6) about: "I am investigating the case of a patient who has had a fairly immediate reaction to using an ECG pad. At this stage I do not have any further details however I would be very grateful if you could send me the composition details of the skintact ECG electrodes reference fs-wb00/10 eastiabs. Please could this not only be the safety data sheet but also composition data including composition of the adhesives." We have requested further details on the concerned lot number and a filled in questionnaire. No further details have been received despite repeated requets.